Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Incident did not occur during surgery; this occurred during a work-shop. The screw of the handle became loose while holding a sample implant. Additional incidents reported from same facility; filed under medwatch: 3005673311-2016-00023 and 3005673311-2016-00031.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope; panasonic dmc tz8 digital camera. We made a visual inspection of the fixation screws on the rotation sleeve. Here we noticed that one screw is in the sleeve, but the other screw at the opposition position is absent. At the screw hole welding remains are visible. At the enclosed screw welding remains are visible too. Both screw are ex works fixed with two welding points at each screw. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: we assume that the clinic staff opened the fixed screw for disassembling the instrument for decontamination. According to the IFU you must not open the fixed screws at the rotation sleeve. To prevent the loosening of the rotation sleeve during surgery, the guiding screws are fixed with welding points. No CAPA is necessary.